Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-26125. The patient is implanted with two leads with the same lot number. It was reported the patient experienced pain at the ipg site which radiated to his back. The pain was persistent and was worsening. The patient continued to have pain with the stimulation off. A sjm representative met with the patient and reported the ipg site did not show any signs of erythema but tender on palpation. The patient was given a topical pain ointment that did not relieve the pain. The physician confirmed there was not an infection. The patient's entire scs system was explanted. The physician noted a lot of scar tissue around the ipg and that the leads were split.